Event description:
It was reported that the patient was having difficulty charging and keeping the implantable pulse generator (ipg) charged. Additionally, the patient was experiencing inadequate stimulation. The patient underwent an ipg replacement procedure wherein a magnetic resonance imaging (MRI) compatible ipg was implanted. The patient was doing well postoperatively.